Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) and company representative (rep) regarding a patient receiving intrathecal baclofen (2,000 mcg/ml at 120 mcg) via an implanted pump for an unknown indication for use. It was reported that the patient had their pump refilled and according to their pump interrogation the patient should have had 4.3ml in their pump but when the hcp aspirated they got back 12ml. The logs were checked and there were no events to signify a pump problem.the patient was having return of symptoms. The hcp who did the refill was not their normal managing hcp but the patient was impatient due to being homeless. The nursing staff was notified and so was the patient's last treating doctor. No actions had been taken yet. The issue was not resolved and the patient's status was "alive-no injury". Surgical intervention did not occur and it was unknown if surgical intervention was planned. The patient's weight at the time of the event was 100 pounds. The patient's medical history was asked but unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the cause of the volume discrepancies/return of symptoms was that the patient was inpatient due to homelessness and in between managing physicians. The rep informed the nursing staff this was a serious issue that needed to be addressed as soon as possible. The rep further reported that the physician who refilled her pump was not her managing physician and did not normally fill pumps but did so because she was supposed to be empty soon. The hcp refilled the pump and also informed the nursing staff of the issue. The rep also informed her past managing physician so he would know what was happening. When asked if the volume discrepancy/return of symptoms resolved, the rep stated that they had not been informed of her pump status yet.